Event description:
It was reported that the t:slim x2 pump's battery would not charge, leading to the pump shutting off. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to use a different charging cable, which successfully resolved the issue. Technical support informed the customer about using non-tandem charging supplies and agreed to send a replacement tandem charging cable via two-day shipping. The pump began charging, and no further assistance was required.